Manufacturer narrative:
H.6. Investigation summary: it was reported there was a black particulate on the needle hub. To aid in the investigation, one sample in an opened packaging blister and three photos were received for evaluation by our quality team. A visual inspection was performed and there is a particle adhered to the bottom part of the needle hub. The particle is about 1/16" long and is not embedded. The three photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, after a repair or maintenance, cleaning was not effectively performed. A device history record review was completed for provided material number 305197, lot 2363642. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the assembly line was performed. The area was clean with no foreign matter of any kind observed. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported by customer that one bd precisionglide¿ needle had particles on the needle hub. The following information was provided by the initial reporter: verbatim: one bd precision glide needle opened and associate discovered black particulate on needle hub. No patient impact. Not used and another needle opened and used in pharmacy manipulation.